Manufacturer narrative:
The following fields have been corrected d4, h4, h6 and h11 has been updated. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 16-oct-2022 to 15-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed due to a faulty controller board. A field service engineer replaced the controller board and printed circuit board assembly to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system auxiliary drawer 2 was not detected on communication bus, unable to access any cubies or open drawer. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was failed due to a faulty controller board. A field service engineer replaced the controller board and printed circuit board assembly to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system auxiliary drawer 2 was not detected on communication bus, unable to access any cubies or open drawer. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.